Event description:
A report was received that the pt was experiencing pain at the ipg site. The physician noticed that the ipg had migrated and had started to protrude through the skin. The physician repositioned the ipg and prescribed the pt antibiotics as a precaution.